Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy 1 pump with cracked housing and scratched screen. During analysis, the device was powered up, testing was performed, and the device passed all testing. No issues were found with beeping and displaying "maintenance due". No further action will be taken at this time. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical pump is beeping. There was no reported adverse events.